Event description:
It was reported that following neurosurgery, the patient was in the intensive care unit when the implantable cardioverter defibrillator (ICD)&#783;st some detection during a ventricular fibrillation (vf)/ventricular tachycardia (vt) episode. A shock was not delivered. It was further noted that the patient was very ill and awaiting a heart transplant. No additional details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.